Event description:
The doctor claims that the graft was implanted for a femoral-popliteal bypass procedure. When the graft was unclamped, it began to "sweat" blood. 350cc to 400 cc of blood was lost over a period of approximately 45 minutes. The bleeding was controlled and subsequently stopped with gelfoam and another product (unnamed). The dr claims a similar, but more serious event had previously occurred, but it was never reported to the MFR. The dr stated that per the rep, no saline was injected into the graft, nor was the graft soaked in blood prior to it being used. The procedure outcome was reported as unsuccessful. The pt's condition is fine. In 2004, co received the following additional info: the bleeding was stopped with gelfoam and thrombin. There was no saline or blood pre-treatment given to the graft prior to implantation. The only thing that went through the graft was the pt's arterial blood upon declamping.